Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "percutaneous jelco catheter with a broken cannula, a fact verified during the test before the medication infusion."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off during use. The following information was provided by the initial reporter, translated from portuguese to english: "percutaneous jelco catheter with a broken cannula, a fact verified during the test before the medication infusion."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint was not confirmed and the root cause could not be determined.